Event description:
The device reportedly displayed 'channel 1 lead selection limited by vf/vt alarm' and the device would not allow selection of leads 1 or 3. The operator then switched to paddles lead but was unable to view the pt ECG. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the reported discrepancy, due to lack of pt viability.